Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had visited with their dentist and was informed that they are not a good candidate for byte. They have a severely misaligned bite from byte aligners, their crowding and gapping are worse than before they started treatment. Their dentist attributes all their current issues to byte and does not recommend this. Requested a letter of recommendation.